Event description:
As reported, the balloon of a 5mm x 20cm x 150 saber percutaneous transluminal angioplasty (pta) dilatation catheter would not deflate. There were no reports of patient injury. The device will not be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 5mm x 20cm x 150 saber percutaneous transluminal angioplasty (pta) dilatation catheter would not deflate. There were no reports of patient injury. The device was not returned for analysis. A product history record (phr) review of lot 82246643 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon deflation difficulty ¿ unable to¿ could not be confirmed as the device was not returned for analysis. The exact cause cannot be determined. Little to no procedural details were provided; furthermore, the contrast to saline ratio used was not provided. With the limited information available and without return of the product for analysis or films of the event it is difficult to draw a clinical conclusion between the device and the reported event. According to the warnings in the safety information in the instructions for use, ¿flush all devices entering the vascular system with sterile heparinized saline or similar isotonic solution. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. Prior to use, ensure all devices have been flushed and air is removed from the system according to standard medical practice. Failure to do so could result in air entering the vascular system. Prior to angioplasty, the catheter should be examined to verify functionality and integrity and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device. Apply negative pressures to the balloon for about 30 - 85 seconds until the balloon is deflated. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.